Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cyst manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a primary breast augmentation with a mentor memorygel, 325cc silicone breast implant experienced spontaneous right sided rupture, capsular contracture unknown grade, breast mass, and left sided breast cyst post procedure. The mammogram & ultrasound examination confirmed the issue. As a result, the patient scheduled for removal on (B)(6) 2022. This report relates to the left prosthesis.

Event description:
It was reported that a (B)(6) caucasian female who underwent a primary breast augmentation with a mentor memorygel, 325cc silicone breast implant experienced spontaneous right sided rupture, capsular contracture unknown grade, breast mass, and left sided breast cyst post procedure. The mammogram & ultrasound examination confirmed the issue. As a result, the patient scheduled for removal on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cyst. (B)(4).

Manufacturer narrative:
Updated device evaluation completed on may 16 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine-needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 31, 2022 indicated that the patient underwent bilateral replacements as follow: l/ cat#: 3504001bc, sn#: (B)(6), r/ cat#: 3504001bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 29, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine-needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).